Event description:
During an in clinic follow-up, noise resulting in oversensing, automatic mode switch (ams) and lead damage were observed on the device. The patient also encountered some occasional dizziness; patient has documented carotid sinus hypersensitivity. Technical support was contacted for advising. No intervention has been performed at this time. The patient was stable and there were no consequences.